Event description:
Laboratory has been using kendall angel wing blood collection sets that have had leaking connections for several months. After contact with the co representatives, rptr was issued a different lot number on two occasions and the leakage still occurred. The most recent lot numbers are 21g, item 225299 lot 5185042 and 23g, item 225307 lot 2185053. The tubing leaks at the collar area where it joins the needle and safety device. The leakage causes the blood draw to stop and the pt must be redrawn. Rptr is getting 1-5 of these per day in total usage.